Event description:
Pump infused at a higher/faster rate than programmed. Dose or amount: 10cc; frequency: hr; route: IV. No harm to the pt: infused in 9 hrs instead of 10 hrs; pump programmed correctly.